Event description:
It was reported that an inappropriate shock was delivered due to a drop in amplitude resulting in oversensing involved with this device. The patient is being monitored via remote monitoring. An x-ray was planned and the patient remains hospitalized waiting for an ablation procedure. A review of the data by technical services (ts) confirmed the reported observations and discussed troubleshooting steps. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that an inappropriate shock was delivered due to a drop in amplitude resulting in oversensing involved with this device. The patient is being monitored via remote monitoring. An x-ray was planned and the patient remains hospitalized waiting for an ablation procedure. A review of the data by technical services (ts) confirmed the reported observations and discussed troubleshooting steps. Additional information noted that an ablation procedure took place and the patient was scheduled for device revision. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
To date, the device has not been returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that an inappropriate shock was delivered due to a drop in amplitude resulting in oversensing involved with this device. The patient is being monitored via remote monitoring. An x-ray was planned and the patient remains hospitalized waiting for an ablation procedure. A review of the data by technical services (ts) confirmed the reported observations and discussed troubleshooting steps. Additional information noted that an ablation procedure took place and the patient was scheduled for device revision. Additional information noted that this device was explanted and the patient had moved to the united states from belgium. No additional adverse patient effects were reported.